Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists sepsis, renal dysfunction, and death, as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to septic renal failure. There was no associated driveline or device infection at time of death. There were no device related issues prior to outcome. The outcome was not considered to be device or therapy related. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.